Event description:
MFR states this device can be used for chemotherapy admixing. However there are no instructions for use on the package of each unit, and the filter is detachable, which may create a chemotherapy spillage problem. The side filter fits a syringe and so is the admixing port. The use of these ports must be explained. Any product which is promoted for chemotherapy admixing must keep safety of the user as the top priority. Adequate instructions of use must be printed and accessible.